Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center (B)(6). The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the 8100 bd unit had error code 241.4140 was confirmed by tech support. Tech support had a walk through with the customer and revealed the following, tech has error code 241.4140 on 8100 bd unit. The error has to do with the pressure sensor on unit the voltage is to low the senor maybe broken, needs to replace pressure sensor . If sensor does not resolve the issue will need to send unit in for repair. High level steps/procedure: check for any mechanical damage and that the administration set is correctly installed. Perform rate calibration. Replace the mechanism. Return the module to the factory. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn¿t determine the probable cause of the customer¿s reported issue.

Event description:
It was reported that the 8100 bd unit had error code 241.4140. There was no patient involvement.